Event description:
It was reported that the patient presented with unstable angina. The first diagonal coronary artery was found to be about 50% stenosed. Wires were placed. A non-abbott filter was attempted, but failed to cross the lesion, so a nav6 filter was successfully placed distal to the lesion. A 4.0x18mm unspecified xience family stent was implanted without issue; however, post stent implantation a small side branch was noted to have no flow. The cause of the no flow/occlusion was unknown, so unspecified balloons were inserted and intra-arterial medications were administered. Additionally integrilin was administered. During the procedure, the patient was noted to have st segment elevation. Post procedure, the side branch remained occluded. Devices were removed without issue and while awakening from anesthesia, the patient appeared to be experiencing angina. One day post procedure, the patient was doing well, but cardiac biomarkers were still elevated. The patient is scheduled to be discharged within a day or two. There was no additional information provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effect of occlusion is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.